Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 7th 2016 the patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca reviewed the original call. The patient stated that the alleged product issue began on (B)(6) 2016. The patient manages their diabetes with insulin (self-adjuster) and reported that he continued with his usual dose of medications as a result of the product issue. The patient stated that on an unknown time after the alleged product issue began he developed the symptoms of ¿headache, dizziness and fell¿. The patient denied that he received any treatment. At the time of trouble shooting, the cca confirmed that the reporter stated that ¿every time he stuck a strip in the meter it said error, insert a new strip¿. The patient was unable/unwilling to answer if the issue was resolved with trouble shooting. Replacement product was sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ serious injury criteria, nor did he receive medical intervention for either of these conditions. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.